Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported january 04, 2017, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, the fiber was fractured inside of the patient. The fragment was successfully removed. The device was set aside and a new of the same device was used to complete the procedure. There was no serious harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. The customers reported complaint of a broken fiber is unable to be confirmed since no product was returned for evaluation. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. It was reported that the fractured piece was successfully removed and there was no consequence to the patient. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The vendor was made aware of this per (B)(4). During the packaging step, the fibers are inspected for damage.it is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The directions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).